Manufacturer narrative:
(B)(4). It was reported that relevant patient medical history and medical records are unavailable.

Event description:
It was reported that while reaming the femoral canal with the t-handle, instrument broke at handle. Used an identical backup device to complete surgery, without significant surgical time extension. The patient did not sustain an injury.